Event description:
Received a sealed product twice that was distended. Reported issue to the company the first time a month ago and they sent a replacement that was also distended. No testing done by consumer. Reference report: mw5119211.